Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported there was intermittent image on the visera elite video system center when preparing the device for use during a therapeutic procedure. The intended procedure was a ureteral lithotripsy under ureterscope. The intermittent image was caused by a loose connector connection. The procedure was completed with another device. The device was not going to be returned as the hospital planned to send it to a third party for repair. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 3 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.